Event description:
It was reported that the universale battery for aseptic transfer kit had a broken lid. There was no harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.